Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level over 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous saline and insulin, and was released the following day with no permanent damage. Customer alleged pump did not deliver insulin as intended. Reportedly, the customer awoke and found the pump had suspended insulin, cause was unknown. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Additionally, the customer did not upload the pump data logs for tandem technical support to determine a possible cause. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.